Event description:
It was reported on (B)(6) 2025, that the patient got blisters that led to bleeding from electrode - patch - universal 2 channel. The patient followed proper skin prep. The patient consulted with their doctor and was prescribed betamethasone lotion. The patient did not take break in service. The patient has a history of skin sensitivities to bandages. No additional information received.

Manufacturer narrative:
It was reported that the patient experienced blistering that lead to bleeding due to the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were also identified as having too contributed to reported skin irritation: known medical/dermatologic conditions and age extremes - elderly 65 and older. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.